Manufacturer narrative:
(B)(4). The stent remains in the anatomy; the stent delivery system (sds) was returned for analysis. The deflation difficulties were unable to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for deflation issues or difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified

Event description:
It was reported that using a radial artery access approach during a procedure of the non-calcified, mildly tortuous, 90% stenosed, mid left anterior descending (lad) artery the 2.75 x 18 mm xience prime stent was implanted at 8 atmosphere (atm) for 10 seconds. It was noted that using negative pressure the balloon could not be removed from the stent. Eventually the balloon was removed from the anatomy partially deflated, however, the patient experienced angina and unspecified medical intervention was performed. The patient was reported as ok. No additional information was provided.